Manufacturer narrative:
The product involved with this complaint is not sold in the us and was reported in error. This supplemental report is being completed to notify the FDA of the erroneous submission of the initial emdr.

Event description:
Failure of air vent on the smartsite vented vial access 20mm device failure of the airway vent where it has detached without any force after being inserted into the vial bung. The batch details for these devices is 9210 and expiry 28/3/2022.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20 mm vented vial access device experienced spontaneous disconnection. The following information was provided by the initial reporter: failure of air vent on the smartsite vented vial access 20 mm device failure of the airway vent where it has detached without any force after being inserted into the vial bung. The batch details for these devices is 9210 and expiry 28/3/2022.